Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer stated that they were vomiting. The customer stated that the emergency medical services came for the high blood glucose. The customer stated that they were able to bring the blood glucose down to 300 mg/dl. The customer stated that they were off the insulin pump for less than 48 hours at the time of event. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.